Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial: (B)(6)) alarming when connected to the mobile power unit or power module was unable to be confirmed. Product was not returned to abbott for analysis and no log files were submitted for review. Provided information revealed that the hospital was not able to locate the system controller (serial: (B)(6)). Provided information also revealed that exchanging the controller resolved the alarms. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the system controller was connected to the mobile power unit (mpu) or to different power module, the systems starts to sound a continuous alarm. However, the screen did not show any alarm. The controller was exchanged and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.